Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a pump memory error was noted upon interrogation of the pump; the pump logs had not been reviewed. There was no report of the patient hearing a pump alarm and the patient was doing fine medically. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.